Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Device code relates to problem code for the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilation procedure on (B)(6) 2017. According to the complainant, at the conclusion of the procedure, the balloon could not be deflated. The inflation media was noted to be completely removed from the balloon. They were unable to remove the device out through the endoscope, so the endoscope and the device was removed from the patient and the catheter was cut with wire cutters to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.